Event description:
Rptr states that she believes the referenced contacts are responsible for scarring that developed on her eyes. She began using the referenced contacts ~2 yrs ago and used them for ~1 yr and she would wear the contacts for 30 days at a time. Ater ~8 months she noticed that she was starting to have trouble with her eyes. After several months, she discussed the problem with the store she purchased the contacts from. They examined her eyes and was told that scar tissue was forming on her corneas and that she needed to begin wearing different contacts. Reporter states that she then had her eyes checked by an ophthalmologist who confirmed the scarring and switched to wearing "daily" contacts. This is also when she was told that the "monthly" style contacts she had been wearing were not intended to be worn 30 days without attention. Reporter stated that the info she was provided and the product name is misleading. Reporter states that she wore renu contacts for 5 yrs prior to switching to the focus monthly brand.